Event description:
During a laparoscopic cholecystectomy the er320 clips were falling out. There was no consequence to the pt. 1/27/97 the case was completed with another er320. Clinical follow-up: 1/29/97 1353 contact person stated no add'l info is available.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. As the instrument was returned empty, further functional testing could be performed. It was noted that the instrument was received with the jaws damaged. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.